Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 11atm upon seventh inflation. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole leak 3mm distal from the proximal markerband. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found multiple hypotube kinks. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 11atm upon seventh inflation. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.